Event description:
Consumer questioning accuracy of their plink meter, finds variations in the readings excessive. Analysis run on clark error grid using mean average reading (63) as ref point vs. Bd readings (30, 96) yielded data points in the d range of the grid, outside acceptable limits.